Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported that the customer received two cartridge alarm 1s and an occlusion alarm. The customer's blood glucose was 129-149 mg/dl. The customer changed the cartridge and the alarm 1 was resolved. After the occlusion alarm, as the customer changed the infusion set, a cause of the occlusion could not be determined.